Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the device reached end of life earlier than expected. It was noted that the patient paces (B)(4) of the time in the ventricular and the ventricular output was programmed high at 4 volts. The patient atrial paces (B)(4) in the atirum, however the atrial output was unknown. The device was explanted and a new device was implanted. No adverse patient effects were reported.